Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis and the reported difficulty to remove was not confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after using the 3.5 x 15 mm nc trek balloon catheter without issue in the anatomy, during retraction of the device from the patient, the balloon catheter became stuck in the rotating hemostatic valve (rhv) and could not be removed. The devices were removed as one unit. This occurred at the end of the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.